Event description:
It was reported that the patient presented remotely via merlin.net transmissions with an alert. It was noted that the pulse generator exhibited high capture threshold. Additionally, it was noted that there may be loss of capture in the ventricle. The device was reprogrammed. The patient was stable.